Event description:
On (B)(6) 2012, pt reported the buttons on the infusion device became unresponsive in (B)(6), 2012. He changed the battery and the battery cover, but this did not resolve the issue. He had used this infusion device for approximately 4 years, and it had not been dropped within the past 48 hours. The key-lock feature was not activated, and there was no audible response when the buttons were pressed. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.